Event description:
Several of the syringes from this order are defective. It does not appear that the needle has the correct hole as product will not dispense. We are unable to draw medication. It is very difficult to tell by a photo, but the syringe pulls back and will not draw. It ¿crackles¿ when pushed in. The 2nd syringe appears to have something stuck on the needle.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.